Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down without command. There is no report of pt injury or death.